Event description:
In order to treat an unruptured a 13 x 9 ica ophthalmic aneurysm, the physician placed a neuroform stent using the ev3 marksman catheter across the neck of the aneurysm, but part of the stent prolapsed into the aneurysm. The physician then put a penumbra px 400 microcatheter through the neuroform stent struts and began to deliver a penumbra coil 400 into the aneurysm. The physician only deployed 20 cm of the coil when some coil loops came back through the stent into the parent artery. The physician then went to pull back the coil into the catheter when the coil became stuck. When he pulled back he felt the coil detach. The physician did say he may have pulled back too hard. About 25cm of the coil was still outside of the aneurysm down into the internal carotid artery. The physician felt that since the neuroform stent prolapsed into the aneurysm the penumbra coil got stuck on one of the stent struts. He then tired to retrieve the penumbra coil with a snare retriever but it did not work. He then stented the hanging part of the coil in the carotid with a long carotid stent. He then deployed 10 coils from another manufacturer and the 9th coil also got stuck on the stent strut but he was able to get the coil and finally detach it in the aneurysm. The patient did fine and remained overnight in the hospital as per normal protocol and was released the following day. The physician was satisfied with the results.

Manufacturer narrative:
Results: only the pusher assembly was returned. The pet lock on the proximal end of the pusher assembly is intact and the coil is not attached to the distal end of the pusher. These observations are inconsistent with a properly deployed coil. The distal end of the pull wire extends approximately 5 mm beyond the end of the polymer portion of the pusher, showing adequate pre-compression. The distal detachment tip (ddt) is not attached to the pusher as it should be. The points where the ddt would normally be attached show stretching and tearing. Conclusion: the unintended coil release mentioned in the complaint is confirmed. The complaint described that the coil became tangled with the stent struts and the physician commented that he "may have pulled back too hard". Pulling the coil back likely exceeded the tensile strength of the bond between the polymer section of the pusher assembly and the distal detachment tip, breaking the device and ultimately leading to the coil detachment. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.